Event description:
It was reported that a customer experienced a crack in their pump housing, causing the cartridge to become stuck and requiring a butter knife for ejection. There was no adverse impact to the customer's blood glucose level. The customer decided to wait for the warranty expiration and was advised to call back if the situation worsens or if their insulin therapy is interrupted.